Event description:
The patient called the helpline to report an electrolyte released code on the wcd monitor. Customer care asked if there was gel released. The patient stated, "yes, I received a shock this morning." The patient was standing in their kitchen at the time of the event, and stated, "I was awake the whole time and fell to the ground." The patient recalled hearing the alert for preparing to shock, and the patient "didn't know what to do". After the event the patient called 911 as prompted by the wcd. Customer care re-educated the patient on using the alert button to cancel the shock in the future. No serious injury was reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.